Event description:
It was reported by the customer that a pyxis medbank system had cubie lid was unable to open. The customer stated that they retrieved the required medications from other available stations and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubie lid unable to open medications for levetiraceta tab 500mg in drawer 6 position 12. The technical support specialist contact pharmacy to send destock label to remove faulty cubie pocket. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the medbank.